Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for dystonia and movement disorder. It was reported that patient's implantable neurostimulator (ins) was off and the patient did not recall turning the device off; it was speculated that ins turned off by itself. The hcp also noted that the ins was off for 27% of time since the last interrogation and that she believed this occurred around sometime around (B)(6). No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.